Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threaded end of the handle that attaches to the locking mechanism fractured, rendering the device inoperable. All pieces were returned. The device was manufactured in 2010 and shows signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a tka procedure the doctor impacted the oxinium cr femoral component in place and the impactor broke in half. The end of the device holding the implant was inside the patient when it broke. No pieces were left inside the patient. The femoral component was impacted already when the device broke, so a backup device was not needed, but an s&n secondary impactor was available if needed. No injuries or surgical delays were reported.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during a tka procedure the doctor impacted the oxinium cr femoral component in place and the impactor broke in half outside of the patient. No injuries or surgical delays were reported. A backup device was available.